Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and basic occlusion test as a result of a loose drive support disk. The device was received with cracked display window corner, cracked battery tube threads, scratched screen, and broken reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed. No further information was provided.